Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. Observation of the screw revealed thread damage on the entry cone. The threads lean backward. The threading acted as a buffer to prevent breakage of the screw body. The damage can be due to the fact that the surgeon experienced difficulty in inserting the screw inside very dense bone. The entry cone of the screw probably abutted against cortical bone. When the surgeon insisted in driving the screw inside the tunnel, this created friction between the threading and the cortical bone, which caused the threads to bend backward. Once the threading of the entry cone was damaged, the screw could not be driven further. Given the damage of the threads on the entry cone, the drilling diameter for the tunnel may have been less than 9 mm. In the presence of very dense bone, sbm recommends using a tap with an adequate size.

Event description:
Fnc (B)(4) - for regularization - retrospective review / FDA request. "During the implantation, the screw disintegrated. The doctor used another screw to complete the procedure. No delay in the procedure reported. It is unknown if the patient retained a foreign body. Currently, it is unknown if the product will be returned for evaluation.".